Manufacturer narrative:
Results: the embolization coil had offset coil winds concentrated on its proximal end. The returned pusher assembly was kinked along its length. The smart coil was unable to be advanced out of its sheath and, therefore, could not be advanced into a demonstration microcatheter. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not properly aligned in the hub prior to advancement, resistance may be experienced. If the device is forcefully advanced against this resistance, the coil will likely become damaged. Further evaluation revealed kinks along the length of the pusher assembly. These kinks may have been due to either forcefully advancing the device against the reported resistance or during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple smart coils using a non-penumbra microcatheter. The physician then was unable to advance a smart coil out of its introducer sheath and into the hub of the microcatheter. The smart coil was therefore removed, and the procedure was completed using new coils and the same microcatheter. There was no report of an adverse effect to the patient.